Event description:
After drawing labs off the patient's PICC line, when unscrewing the male luer adapter, the adapter broke and was lodged in the needleless connector of the PICC line. Excessive force was not used at any point of drawing labs, or connecting any devices. The line was immediately clamped and IV team was called. IV team was able to change the needleless connector.